Manufacturer narrative:
The reported issue (it was reported that there was a damage on the catheter' shaft. Reportedly, the users said they didn't pull the catheter and the patient sometimes left the bed for rehabilitation. No pieces of catheter's balloon were inside the patient) was confirmed, as cause unknown. Per visual evaluation noted the shaft was broken at the bifurcation site. Molding evidence was found. Per dimensional evaluation the shaft was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that there was damage on the catheter's shaft. The user reported that they did not pull the catheter and the patient sometimes left the bed for rehabilitation. No pieces of the catheter's balloon were inside the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage on the catheter's shaft. The user reported that they did not pull the catheter and the patient sometimes left the bed for rehabilitation. No pieces of the catheter's balloon were inside the patient.